Manufacturer narrative:
Follow-up #1: date of submission 11/14/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/20/2016 with the following findings: the pump powered on normally with functional auditory and vibratory features. The pump¿s sounds were testing and were found to be within required specifications. The complaint could not be confirmed or duplicated on investigation. .

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an audio tone/vibration (no sounds) issue. Reportedly, the pump's audible tones were not working, but the reporter confirmed that the vibratory features were functioning normally. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.